Event description:
It was reported that during follow-up, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.5-11.9cm from the tip. The silicone insulation was abraded and the sensing conductor was visible. Internal insulation abrasion was also found at 8.2- 9.5cm from the tip. The etfe coating was intact at these locations.